Manufacturer narrative:
The contribution of the devices to the experience reported could not be determined as the devices were not returned for eval. Additionally, the device specific identified info was not provided, precluding a review of the device history record.

Event description:
Revision of shoulder components due to glenoid erosion resulting in a failed arthroplasty. This event was reported through clinical data collection.